Event description:
It was reported that during a latitude interrogation process, this pacemaker was found to be in safety mode. No additional details were provided. At this point, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.